Manufacturer narrative:
Follow-up #1: date of submission 06/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings:. The pump was returned with the battery cap stuck to the battery compartment. The battery compartment was cracked on the side of the compartment at the threads, above the bumper, and at the case seal. The battery compartment threads were found to be damaged and the battery cap threads are stripped. The returned battery cap was unable to tighten/attach to a test pump. A test battery cap was used for pump testing. The test cap was able to secure appropriately to the pump and was able to remove without difficulty.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint was not resolved with troubleshooting. This complaint is being reported because the alleged issue has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge cap/compartment. There was no indication that the product caused or contributed to an adverse event.